Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the communication failure and error code 216 occurred due to a defective image sensor unit, defective circuit board in the video connector, or a system defect. However, a final root cause was unable to be identified. Additionally, it¿s likely the loss of scope ID data occurred due to a defective image sensor unit. The final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that there was a communication failure, error e216 (loss of image), and loss of scope ID data. This report is being submitted for the communication failure, error e216 (loss of image), and loss of scope ID data.

Event description:
The distributor reported on behalf of the customer, the endoeye flex 3d deflectable videoscope presented no image. No patient injury or procedure impact reported.

Manufacturer narrative:
No additional information was available. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the initial evaluation results of the returned device. The evaluation confirmed that the entire screen became black and showed no image. There was a poor communication error, and there was a loss of scope ID data. In addition, there was a bending manipulation and insertion tube defects likely due to physical stress. Deterioration or breakage of the adhesive likely also due to physical stress. The angulation wires were stretched. The legal manufacturer¿s investigation is ongoing, if new and relevant information becomes available later, this report will be updated accordingly.